Manufacturer narrative:
The 29mm sapien 3 valve was not returned for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was provided that showed that one leaflet motion was restricted at 6 o'clock. The following instructions for use (IFU) were reviewed: commander delivery system. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for leaflet motion restricted was confirmed based on the provided imagery. However, the complaint for increased gradients was unable to be confirmed due to the unavailability of medical records and relevant imagery. A review of the complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "the gradients increased (mean gradient at around 10 and with exercises it goes to 15). Mitral area of 1.5cm. The echo shows like a retracted leaflet as if it had not been able to expand well. Echo doesn't show thrombosis or pannus. It is intended to perform a valvuloplasty or cracking of the old valve." In this case, the site was planning to crack the pre-existing valve (29 mm edwards carpentier surgical valve), which may be due to the valve under expanded (incident valve, or second valve) because of restriction from the pre-existing surgical valve. The under-expanded valve could lead to suboptimal leaflet coaptation resulting in leaflet motion restricted. If the gradient is elevated, it may indicate obstructed flow across the valve. An increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Restricted leaflet motion could obstruct the blood flow across the valve, resulting in elevated gradients. Available information suggests that procedural factors (under expanded valve) and patient factors (leaflet motion restricted) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing. Valve remains implanted.

Event description:
As reported by our edwards affiliates in chile, per the distributor, approximately 2 years post-implant of a tmvr procedure using a 29mm sapien 3 valve, inside an edwards29mm carpenter, the gradients increased (avmg ~ 10mmhg, and during exertion is 15mmhg). The patient was symptomatic, but specific information related to the symptoms are unknown at this time. The mitral area was 1.5cm and the echo shows "somewhat retracted leaflet, as if it had not been able to expand well". There was no evidence of thrombosis or pannus on echo. Intervention is likely to include "valvuloplasty" or "cracking of the old valve". The date of event is unclear at this time; however, attempts for additional information have been made.